Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360¿ infuser where it was reported that the pump failed its delivery accuracy test measuring 21.15 ml on two tests. The unit was tested on a pronk ft-2 flow analyzer as part of preventative maintenance. The event occurred during annual inspection. There was no patient involvement, no patient harm and no delay in therapy. The is the second of two events.

Manufacturer narrative:
Confirmed customer¿s complaint of device failed delivery accuracy test. Tested device by running delivery accuracy test per tsm. Device failed with an over delivery reading. Replaced pwa driver board, flex cable. Calibrated mechanism. Mechanism passed calibration. Device passed delivery accuracy test per tsm. Device passed self-test with no error alarms. Probable cause is worn pwa driver board. During inspection of device found rear case, fluid shield, to be damaged. Replaced rear case, and fluid shield. Probable cause is physical damaged consistent. Product was reviewed for a 12 month service history and no similar events found.